Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range pacing impedances greater than 2000 ohms on the right ventricular (rv) channel. No noise was observed or produced through testing and a chest x-ray of the system was unremarkable. The physician elected to reprogram the device and continue monitoring the system via the remote monitoring system. The rv lead is a competitor product. This pacemaker remains in service. No adverse patient effects were reported.